Manufacturer narrative:
G4:11apr2021. B4:26apr2021. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The customer reported to have replaced the battery. No other anomalies were reported. The reported issue of ventilator would not run via battery only was discovered during preventative maintenance (pm). Based on this information, this event does not pose a risk of patient harm or serious injury; therefore, it is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15feb2021.

Event description:
The customer reported a ventilator would not run via battery only. The device was not in clinical use at the time the issue was discovered.